Manufacturer narrative:
Updated fields - b4, g1(contact person ¿ mfg site), g3, g6, g7, h2, h6 (type of investigation, investigation findings), h11. Corrected fields - h3. The product was returned with the membrane completely unfolded. Blood was observed on the exterior of the iab, between the iab and sheath and inside of the inner lumen. The sheath was returned covering the catheter tubing. The extender tubing, pressure tubing and three-way stopcock were also returned for evaluation. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. - the device was returned back cut from the catheter tubing approximately 15in / 38.1cm from the iab tip and the remaining portion was not returned for evaluation. - the sheath was returned bent, and two stress marks were observed along the sheath body. We are unable to confirm the reported failure by the evaluation. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Complaint record ID # (B)(4).

Event description:
It was reported that getinge intra-aortic balloon (iab) had a leak while use on a patient. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6 (medical device ¿ problem code) , h11. Corrected fields: h6- investigation findings,investigation conclusion. Complaint record ID # (B)(4).

Event description:
N/a